Event description:
There was a removal of a malfunctioning ams 18cm ultrex penile prosthesis due to an empty reservoir. It was implanted fourteen years ago. The implant was returned to the manufacturer. A new ams 700 was implanted.